Event description:
Study event. Device malfunction: none. Symptoms/ae: hypotension, prolonged hospitalization. Time of ae: after the procedure. It was reported that during a right internal carotid artery stenting procedure, the patient experienced slurred speech, a quiver in her right cheek and inability to squeeze the object in her hand. Additionally, the patient became disoriented. Per the neurologist, it was a transient focal deficit possibly related to reperfusion. The symptoms spontaneously resolved. After the procedure, the patient became hypotensive and was treated with dopamine. The hypotension resolved three days post procedure. Four days post procedure, the patient was discharged to home. Though requested, there is no additional information available.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the device history record did not product any findings relevant to this report.